Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2016, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a insertion of midurethral sling, cystoscopy, and anterior and posterior vaginal repair procedure performed on (B)(6) 2016 to treat vaginal prolapse. As reported by the patient's attorney, the patient has experienced an unspecified injury.